Manufacturer narrative:
Event date is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI:(B)(4), serial: (B)(4), batch: a000103244.

Event description:
It was reported that the patient's lead had migrated. The investigation did not determine which lead had migrated. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.